Event description:
It was reported that the device was used during a laparoscopic uterine suspension. It was reported by the rep that the surgeon stated the trocar (511s) seal tore upon initial insertion of the camera. As a result, he was unable to maintain pneumoperitoneum. There was no consequence to the pt.